Manufacturer narrative:
Three opened and or used enlite sensors were inspected and visual inspection performed. All sensor needles were bent inside the sensor base. Since the sensor were received opened and or used it was not determined if the device was received in said conditions. Adhesive anomaly was not confirmed due the sensor being opened and or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a couple of sensors a week ago and they would not stick. Customer returned both sensors back in the holder in the box. Customer loaded the sensor into the insertion device and it leaves the base but fails to insert. Customer stated that the serter failed to release the sensor. Customer's blood glucose level was 144 mg/dl. Customer was advised that the catch arm may be bent. No additional information provided.